Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and device was found to be underweight. A visual and microscopic analysis was performed which identified an opening crease(sharp) on radius, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is an opening crease(sharp) on radius due to fold(flaw) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.